Event description:
It was reported that left ventricular (lv) epicardial lead was removed and replaced because it had failed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2006. (B)(4).